Manufacturer narrative:
"Out" clinical applications specialist disconnected the printer from the ups and plugged it into the wall unit. Then powered the cns down and replaced the hard disk drives. Repaired unit at the customer site. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
(B)(4).